Event description:
It is reported that after implanting an epoch fullcoat stem, the surgeon has general concerns regarding the safety and efficacy of the design. The surgeon is not fully satisfied with the epoch fullcoat design, believing the load transfer would not be correct and potentially the stem strength would not be sufficient. The surgeon also alleges that the straight stem could not allow the appropriate amount of anteversion for a patient.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. No operative notes or x-rays have been shared. The history of the design and product performance was reviewed with regard to the reporter's allegations and these allegations could not be confirmed. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported allegations. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.